Event description:
Customer was admitted to the hospital for low bgs. It was stated that the customer had alarms. The nurse did not have the pump available at the time of call. The customer had bolused extra insulin in the middle of the night. The time was military time when they came in. The basal rates were erased. Later the nurse called back to review the history. The history showed repeated alarm message and large boluses of 10u. Customer did not recall when the last set was changed. The basel patterns were checked and there were a lot of different time with different basel rates, more than the average person.